Event description:
Allegedly, revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same report as 1043534-2010-00370, 00372.

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.